Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent had detached and was not returned. The balloon was partially inflated. A visual and microscopic examination of the catheter hub/ manifold found minor/ insignificant damage to the screw thread. The device was connected to an encore and inflated with no issues/ leaks noted at the hub. Due to solidified contrast media inside the inflation lumen the balloon was not inflated. The inflation device was verified before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2014. It was reported that a connection issue occurred.. The 90% stenosed target lesion was located in the mid left anterior descending artery. While connecting a non bsc inflation device to the manifold of the 2.50x20mm promus element stent delivery system, it was found to be difficult and did not fit properly. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was stable. However, additional information indicated that the stent detached.